Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer was not completing the air removal step during the load process. Tandem technical support educated customer regarding the air removal step. A supply change was performed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer's blood glucose level.